Manufacturer narrative:
The DHR for 1303-019 was reviewed. All records were present and in order. There are no ncr assigned to this lot. There are no other complaints assigned to this lot. Risk analysis review: the failure mode is identified in risk analysis tr0189. Visual inspection: veta curled catheter, 2 cuffs, no physical damage visible on device. White cloudy substance on the pathway of the catheter 1 inch from to the curled tipped. Patency test: fluid could be aspirated through catheter. Fluid could be flushed through catheter. Visual inspection: identify white substance adhering to the inner lumen of the catheter. Cut catheter lengthwise to expose the fluid pathway. White cloudy substance on present on one side of the catheter (did not obstruct pathway). White cloudy substance easily removed with swipe of finger. Unable to determine white cloudy material. Conclusion: unable to duplicate client's observations. White substance did not obstruct fluid pathway. Device was able to be flushed and aspirated. (B)(4).

Event description:
Insertion went fine; however, when the doctor went to flush the catheter, he did not get anything back. He tried to flush several times and we got about 10% back. The catheter was pulled from the exit site and ran the stylet down the catheter to see if it was kinked. The stylet was pulled and flushed again, not getting much back. The catheter was then pulled, and the doctor inserted an arc covidien catheter and it worked much better.